Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l4. The patient underwent a revision surgery to remove the primary device and fused l2-s via posterior lumbar interbody fusion. It was reported that the setscrew could not be placed using the driver and the extender released the screw during reduction. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.